Event description:
Stereotactic breast biopsy on a (B)(6) f done in the vertical approach using bard 7g biopsy probe. Due to the ongoing issues concerning bard probes and the encor biopsy system, the encor unit was replaced. This procedure was done using a brand new bard encor biopsy system and the bard rep was on site during the procedure. During the sampling process, we noticed that the specimen container on the probe was filling up with fluid and not draining. The bard rep asking the radiologist to perform several additional vacuum procedures to aid in fluid drainage. The fluid would not drain from the container. The bard rep suggested that we increase the suction on the encor unit, which we did. It did not make any appreciable difference. It was noted that there was fluid dripping from the several parts of the probe and the fluid was accumulating in the compression paddle that was holding the patient in position. During sampling, it was noted that there was very little specimen in the container and what was in the container was floating around in the saline. The bard rep attempted to remove the specimen container to drain the fluid however that caused more fluid to leak out onto the patient. There was very little specimen in the container even after 9 samples. The bard rep was attempting to instruct the technologist on ways to remove the specimen from the container without losing it in the saline and when she began removing the basket, it detached from the rest of the probe and specimen flew out of the container and onto the patient, bard rep and the technologist. The bard rep used forceps to remove specimen from the patient's shoulder. Once the specimen was imaged and was found not to contain the abnormality, another set of samples were taken. There was still very little tissue in the samples. At this time, it was decided to stop and place a clip at the site of the biopsy. No tissue was found at the insertion site on the patient. The patient will have to undergo another biopsy due to the fact that the abnormality was not acquired. Per emails and conversations with bard, we were assured that the 7g probes could be used for both vertical and horizontal approach. The saline flow and suction were adjusted at the direction of the bard rep. Patients were done in both vertical and horizontal approach with similar issues. FDA safety report ID # (B)(4).